Event description:
The contact called because the customer's meter kept reading "lo". While troubleshooting, the contact performed 2 normal control tests and received results of "lo". The normal control range is 113-162 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.